Manufacturer narrative:
D3: correction. H3: one device was returned for analysis in used condition. Visual inspection found the device was in good condition. Review of event history log was able to confirm the customer¿s reported issue of intermittent wireless communication. Functional testing was performed. The internal hardware connection between the cadd-solis communication module and the pump is intermittent. The communication module was reinstalled and the device then passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is still coming up with alarm message ¿wireless module intermittent connection with pump¿ after communication module replacement. The event occurred during testing. There was no patient involvement.